Manufacturer narrative:
Findings: pump received with cracked display window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has been damaged. Customer's blood glucose levels were not included in the report. Nothing further was reported.